Event description:
It was reported that the pump was alarming throughout the day. Per reporter, to stop the alarm, the patient had to change the batteries or cassettes. The alarm message displayed, "dispenser not attached. Please change cassette." Per reporter, over the past weekend, the alarm also went off during the night, causing the patient to wake up feeling nauseous and dizzy. The patient believes the pump was not delivering medication while it was alarming at night. The patient uses two cadd legacy pumps but is unsure which one has been alarming. No medical intervention was required to resolve this issue. The patient had a backup device available and was able to successfully continue their life-sustaining infusion. The position of the pump when the alarm occurred is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history could not be reviewed as no serial number was provided. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.